Event description:
Information received from the field notes that during a routine follow-up, the device exhibited no output and no magnet response. Initially, the device was pacing at 56 ppm while programmed to 70 ppm, then it went to no output. The patient's intrinsic rhythm was 36 bpm.